Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that, during an ankle replacement surgery the slot where the trial goes from one (1) salto talaris. Insert assembly bench broke off mid case in the tibial keel while trying to impact. No piece fell into the patients wound. It is unknown how the procedure was completed. No delay was reported. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the device returned, heavily worn from use, with degradation of all surfaces. The central post of the interior was fractured off and not returned. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.